Manufacturer narrative:
Device history records related to the event were reviewed. There were no non-conformances detected through the device history record review. A supplememntal report will be filed if additional information is provided in the future.

Event description:
It was reported that during a surgery using the msp metatarsal shortening system, the screwdriver tip broke off into the head of the screw. The tip of the driver was not removed from the screw. The screw remains implanted. No patient complications were reported.